Event description:
The pt reported experiencing elevated blood glucose of up to 406 mg/dl in 2009 and 3 days later. She reported experiencing frequent e4 (occlusion) errors and she changed her infusion site 10 times in one week. She stated that normally changes the infusion site every 2-3 days. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.